Event description:
The customer reported to olympus the evis exera iii gastrointestinal videoscope, distal end cover is burned and the upwards angulation is reduced. The issue occurred during an unknown event the procedure was unknown. There are no reports of patient or user harm associated with this event. The device was returned to olympus and the evaluation found that the nozzle and bending section cover or distal sheath rubber has foreign material. This report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: due to wear of angle wire, bending angle in upwards direction does not meet the standard value; suction cylinder is shaved; connecting tube has discoloration.; due to wear of angle wire, the play of upwards/downwards knob is out of the standard value; connecting tube has a wrinkle; due to wear of angle wire, bending angle in down direction does not meet the standard value; switch box has a scratch; due to clogging of nozzle, water removal ability does not meet the standard value; reduced angulation; due to damage on coupled charging device (ccd) unit, the image has black dots; distal end cover has a burn; adhesive on bending section cover or distal sheath rubber is detached; image guide protector has a cut; and burning and melting of the distal end cover at forceps port. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information, and the legal manufacturer's investigation. H4 has been updated. G3 of the initial medwatch should be corrected to 30 nov, 2023 and not 18 dec, 2023 as initially reported. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight years since the subject device was manufactured. Based on the results of the investigation, the root cause of the event could not be determined. The suggested events are detectable/preventable by handling the device in accordance with the following IFU: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device.